Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the pump module alarming for infusion complete with approximately 50 ml remaining was not identified during the call. The case was escalated to dchu; however, there was insufficient sample data available to further investigate. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the pump module alarmed for infusion complete, there was still approximately 50ml remaining that should have been infused. There was patient involvement, but the impact is unknown. Although requested, further information was not provided